Event description:
It was reported that during a procedure the console displayed error codes 58 and 188 - cooling system error-cooling flow switch error. The procedure was cancelled. There was no further information available. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation status unknown.

Manufacturer narrative:
The console was field service at the user's facility, it was found that the fuse for coolant system was blown. The fuse assembly was replaced, and the software was updated. As result the console was within specification and functioning as intended. Therefore, the reported event was confirmed. In addition, the fuse assembly was receipt at our post market quality assurance laboratory; visual inspection identified that the fuse assembly was in pieces but, still passed the continuity test.

Event description:
It was reported that during a procedure the console displayed error codes 58 and 188 - cooling system error-cooling flow switch error. The procedure was cancelled. There was no further information available. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation status unknown.